Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) exam while the device was implanted. Afterwards it was noted that the device was working functionally, although threshold had increased a little. Follow up was not able to determine if one or both leads had increased threshold. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.